Event description:
It was reported that "during the use of the pump, there is a malfunction where the electrocardiogram signal interference is not formed and cannot be triggered, and the electrocardiogram triggered counter pulsation cannot be used. Replace the pump to solve the problem". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided.

Manufacturer narrative:
(B)(4). The reported complaint of "electrocardiogram signal interference is not formed and cannot be triggered" could not be confirmed as no part or recorder strip was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the use of the pump, there is a malfunction where the electrocardiogram signal interference is not formed and cannot be triggered, and the electrocardiogram triggered counter pulsation cannot be used. Replace the pump to solve the problem". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the use of the pump, there is a malfunction where the electrocardiogram signal interference is not formed and cannot be triggered, and the electrocardiogram triggered counter pulsation cannot be used. Replace the pump to solve the problem". No patient harm or injury. The patient status is reported as "fine".